Event description:
During a ptca procedure, the distal end of the model-luge 300 was stripped. The lesion being treated was located in a fibrotic left anterior descending (lad) coronary artery. The sequence of events was reported as follows: the ptca procedure utilized a choice pt guidewire which crossed the lad through in-stent restenosis. It was a highly fibrotic lesion. The physician inserted an otw maverick balloon catheter over the pt short 190 guidewire and then injected contrast to get a better view. He then used the model-luge 300 and had insertion difficulty. He predilated with a maverick and then tried again with no success. He decided to switch back to the long wire and noticed the distal end of the model-luge 300 was stripped. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'ok'.